Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question (the anti-a test well) on (B)(6) 2018, which appeared as visually acceptable, with the roi okay. The test well image for the reverse a1 reagent red blood cell showed a weak positive outcome of 1+, consistent with the presence of anti-a1. The instrument event log showed no errors and the flatfield was okay. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer site reported an unexpected abo mistype when tested on a galileo neo instrument, when tested on (B)(6) 2018.